Event description:
On (B)(4) 2013, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for cardiac tissue repair. Details of the event are provided below. On (B)(6) 2013, the physician used the cormatrix ecm for cardiac tissue repair during a "double switch with a senning" procedure to baffle the right atrium for pulmonary vein. The operation went "fine", but a post-procedural echocardiogram showed evidence that the mitral valve was obstructed and the cormatrix ecm was pushing into the right side of the inside wall. The patient was placed back on pump and re-operated on, where it was observed that the cormatrix ecm patch had "sheared." The cormatrix ecm was removed and replaced with another ecm patch. After the reoperation, the patient was reported to be doing fine.